Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of imagery received showed the crimped thv inside esheath with a bent frame strut protruding through liner, and a second liner puncture on sheath slightly more proximal. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on an evaluation of the provided imagery. Available information suggests patient factors (undersized vessels) and procedural factors (device manipulation) likely contributed to the event as it was reported that the patient had a fibrotic scar at arteriotomy site and resistance was encountered while advancing the commander and thv through the esheath. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via the right transfemoral approach, resistance was encountered both during the insertion of the esheath and the advancement of the delivery system. Although the delivery system was eventually advanced, one of the valve struts was observed to be bent upon exiting the tip of the esheath. The medical team decided to remove the system and proceed with a replacement. The new valve was successfully deployed, and closure devices were used to complete the procedure. The patient was reported to be stable post-procedure. Examination of imagery provided indicated that the esheath liner appeared to be torn and punctured. According to medical opinion, the root cause may be related to the patient's anatomy, specifically the presence of fibrotic scarring at the arteriotomy site.